Event description:
During evaluation, a leak was observed through the minicap transfer set with the twist clamp closed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. Visual inspection was performed and a broken occlude leg beneath the twist clamp was observed. Leak, clear passage, and clamp function testing were performed, and a leak through the set with the twist clamp closed was observed. The cause of the damage could not be determined, however; exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.